Event description:
It was reported that the external pulse generator (epg) generated an error code. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) generated an error code. It was noted that the epg failed the incoming tests with multiple error due to a defective main printed circuit board (pcb). It was further noted that the display wire was neither pinched nor exposed. The main pcb was replaced. The epg then passed all final functional tests. Further analysis of the external pulse generator (epg) was performed. On visual inspection the main pcb was contaminated. The main board was assembled into a golden unit. Upon functional test ran on tester the device failed multiple tests primarily regarding the ventricular channel due to fluid ingress. It was noted that the device observed erroneous behavior from ventricular channel on oscilloscope. It was further noted that no errors were observed on benchtop analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.